Event description:
Paramedics unable to get defibrillator to discharge on cardiac arrest pt paramedic applied stat pad 2 (adult electrodes), charged unit to 200 joules, would not discharge - monitor reading "poor pad connections", paramedics checked connection and pads. Attempted to defibrillate x 3 without success. While administering CPR, emt complains of shock going down knee to foot post one min defibrillation.

Event description:
Paramedics unable to get defibrillator to discharge on cardiac arrest pt. Paramedic applied stat pad 2 (adult electrodes), charged unit to 200 joules, would not discharge - monitor reading "poor pad connections" paramedics checked connection and pads. Attempted to defibrillate x3 without success. While administering CPR, emt complains of shock going down knee to foot post one min defibrillation.